Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the first three staples prevented the remaining staples from firing correctly. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. The sample was disassembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. An investigation within teleflex was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that "hospital reported that our skin stapler got issues cannot work to close the wound". At the time of this report, the customer has not returned our requests for additional information.